Event description:
Customer called to report being hospitalized for diabetic beto-acidosis. According to the customer, blood glucose levels were running high on wednesday eveing due to a site related absorption problem. Troubleshooting was performed. Insulin was not exiting. Driver arms were not moving. However, the lead screw made a complete rotation. Pump was not dropped nor exposed to moisture.